Manufacturer narrative:
A device service history review has been performed and identified that the unit was manufactured in 2017 and no other similar event has been reported, neither concerning trend has been identified. Based on all the collected information, it cannot be excluded that the reported issue was caused by a sensor drift, which did not allow the correct reading of the water temperature in the tank.

Event description:
See initial report.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H10: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in miami, florida. A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. In order to solve the issue, the temperature probe was replaced. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report stating that a temperature probe on the heater-cooler system 3t patient circuit was working intermittently. The issue occurred during a repair. There was no patient involvement.